Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined. UDI unknown, material number unknown.

Event description:
It was reported there was an issue with the use of an unspecified syringe with a needle resulting in needle stick injuries. It is not reported whether this was a pre or post injury.